Manufacturer narrative:
(B)(4). The customer's report of set leaked from the pumping segment could not be confirmed because the product was not returned for failure investigation. No product will be returned per customer, the set was discarded.

Event description:
Customer reported the IV set leaked during an infusion. The leak occurred from the silicone segment below the upper fitment. No pt harm or medical intervention required. Although requested, no additional pt or event information provided.